Event description:
In may 2006 the lay user/patient contacted lifescan (lfs) alleging the one touch ultrasmart meter would not power on. The medical affairs specialist (mas) spoke with the patient in may 2006 to obtain and verify information; however the patient noted she cannot remember any details regarding the date of the event, and was unable to answer any questions. The mas classified case based on the original information provided.on date of event the patient attempted to test her blood glucose level but noted the reported meter would not power on. Following the use of the meter, the symptomatic. At 1:00pm, the patient went to the emergency room, where she was treated intravenously with glucose. It would have been helpful to determine the patient's previous blood glucose results from earlier that day, if emergency services were contacted, the patient's blood glucose level as tested in the emergency room, and if the patient had taken any meals or medications prior to the onset of symptoms. The customer care advocate (cca) determined during the troubleshooting telephone call the patient had replaced the meter's battery correctly, the correct test strips were being used, the battery contacts were in good condition and the meter had suffered no trauma. The power issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. While hypoglycemic, the patient was unable to obtain a blood glucose reading on the reported meter due to the power issue. She required emergency medical attention and treatment with glucose. Therefore this complaint is being reported as an adverse event.